Manufacturer narrative:
Product has been received by MFR, however, the investigation report is incomplete at this time. A f/u investigation report will be sent when info becomes available.

Event description:
The event is reported as: clips falling out of the applier jaws after loading and before securing to vessel. No injuries reported.